Manufacturer narrative:
E1: patient city: (B)(6) patient country: (b)(6.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient was hospitalized due to diabetic ketoacidosis (dka) on (B)(6) 2018. The blood glucose level was 600 mg/dl. Patient experienced nausea vomiting, confusion and disorientation. The length of hospitalization was for 2-7 days. No further information available.